Event description:
It was reported that the implantable neurostimulator (ins) therapy did not meet the patient's expectations. The system initially controlled the patient's symptoms, but lost effectiveness. The patient experienced increased pain and worsening of lower back pain. The ins system was explanted. The patient recovered without sequela.